Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy. Heparin was given at the time of groin access. Access was gained using a versacross connect. Activated clotting time was 378 seconds post transeptal puncture. An angiogram using a pigtail catheter was then taken. After deployment of a 31mm watchman flx left atrial appendage closure device, one recapture was done and then the device was deployed again. It was then noted that there was a clot/fibrinous-like structure on the face of watchman device and/or watchman access sheath as it could not be pinpointed which on imaging. Heparin was given to treat the thrombus. The procedure was continued, and the watchman flx closure device was implanted. The thrombus was not seen post release on tee. The patient is expected to fully recover.